Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device and the device performed to specification. A review of the device log indicates the customer was not in the correct lead view. The device was powered on in manual defib mode where the user delivered three shocks to the patient. The user then turned the device to pacer mode for the remainder of the case. In pacer mode, the device automatically goes to lead view to capture pacing activity by design. The device recorded errors indicating monitoring leads were not connected to the patient/device. The user attmpted to change pads on the patient multiple times but were unable to see the ECG signal on the patient due to the device remaining in lead view. The device was returned to operation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.